Event description:
New information received indicated the noise was being oversensed. Programming changes were completed to address this issue. The patient was stable throughout.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was sensing noise. No known intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.